Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿after use, treatment syringes and needles are biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm vollure¿ xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that the luer lock cracked on 1 syringe of juvéderm vollure¿ xc during injection. No injury to the patient or injector occurred.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with a cap, no needle in an opened blister. A crack is observed at the 3 mm luer lock level, a plastic part is missing." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that the luer lock cracked on 1 syringe of juvéderm vollure¿ xc during injection. No injury to the patient or injector occurred.